Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and was admitted to intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer's current blood glucose 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also treated with subcutaneous injection. Customer also experienced the symptoms such as dehydration and vomiting as result of high blood glucose. The customer was treated by fluid infusion, intravenous drip of insulin, potassium and magnesium. Customer declined to perform a carelink upload and troubleshoot for the issue. The insulin pump will not be returned for analysis.